Manufacturer narrative:
The returned device evaluation identified an error message user advisory 17. Visual evaluation observed no physical damage. The autopulse passed the initial functional test without any fault or error. The archive review identified multiple faults for timeout moving to take up position and ua 17 error messages. Perform the run_in test using the (B)(4)% patient test fixture (lrtf), the platform failed repeatedly to ua 17. The motor drive train was replaced to remedy the faults. . Upon replacement of the defective part, the platform was re-evaluated through run_in test using the (B)(4)% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse has passed all the testing and meets all required specifications.

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) was displaying user advisory (ua) 17 (max motor on time exceeded during active operation) error message. No patient involvement reported.